Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator stopped delivering breaths while the patient was wearing it in the middle of the night. There was no serious harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.